Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on 2021-08-10 due to a system error. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. A 2 year lot history review conducted found this is the only event for the reported lot number and failure mode. A device history review could not be conducted as a valid lot number was not provided and is not in standard lot number format. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: remove the guidewire from packaging and carefully inspect it for any damage that may have occurred during transit or handling. Carefully examine the guidewire and also test the tip of guidewire for integrity before each use to avoid detachment inside patients. If the tip of the guidewire exhibits wear, damage, abnormal bending or the joints appear discolored, loose or cracked, discard and do not use the device. The IFU warns the user that the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) received on 13jul21. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the (B)(4), marked guidewire (2/cs). The report states that on (B)(6) 2021 during an esophagogastroduodenoscopy with dilation and biopsy the product bent while dilating with a sevary gilliard hollow centered dilator. There was no report of impact or injury to the(B)(6) male patient weighing (B)(6). The procedure was completed with no delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.